Manufacturer narrative:
The technician found the rocker link was broken which prevented the brake from setting on one end of the stretcher. The technician installed a brake/steer upgrade kit to repair the stretcher.

Event description:
Information received indicates the brake will not hold on one end of the stretcher.